Event description:
It was reported that a ventilator was attracted to the magnet when a hosp technologist was moving it within the mr scan room. The technologist twisted her back and received physical therapy and epidural injections. There was no pt present in the room at the time of the incident.

Manufacturer narrative:
A ge field engineer (fe) found no evidence of system malfunction. The fe inspected the magnet room and found ge magnet warning signs on the door. The fe also indicated that the facility was trained on mr magnet safety. The ventilator involved in the incident was manufactured and sold to the facility by a third party vendor. The operator's manual contains warnings about the attractive force of magnetic fields when ferromagnetic objects are brought into the magnet room.